Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent surgery due to complications from the essure device.). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 764913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included multiparous, excessive menstruation, pelvic adhesions, genital disorder female, tobacco use disorder, rubber sensitivity, lack of drug effect, endometritis, chronic cervicitis, endometrial metaplasia, chronic pain and peritoneal dialysis. Concomitant products included medroxyprogesterone (depo provera). In february 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In march 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, 3 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).) And surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record:menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number, concomitant drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included multiparous, excessive menstruation, pelvic adhesions, genital disorder female, tobacco use disorder, rubber sensitivity, lack of drug effect, endometritis, chronic cervicitis, endometrial metaplasia, chronic pain and peritoneal dialysis. In february 2011, 3 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In march 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record:menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: psychological or psychiatric problems condition: depression and mental anguish events was added. Outcome of event pelvic pain updated to recovering resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's concurrent conditions included grand multiparity, excessive menstruation, pelvic adhesions, genital disorder female nos, tobacco use disorder, rubber sensitivity, lack of drug effect, endometritis, chronic cervicitis, endometrial metaplasia, chronic pain and peritoneal dialysis. In (B)(6) 2011, 3 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).) And surgery (plantiff underwent surgery due to complication essure device,). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record:menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs is received. Events : abnormal bleeding (vaginal ), menorrhagia, pelvic pain, dysmenorrhea (cramping), she did not undergo an essure confirmation test reported from pfs. Medical record is received . Concomitant and historical conditions are added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 764913-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included multiparous, excessive menstruation, pelvic adhesions, genital disorder female, tobacco use disorder, rubber sensitivity, lack of drug effect, endometritis, chronic cervicitis, endometrial metaplasia, chronic pain and peritoneal dialysis. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, 3 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).) And surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record:menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 764913-inv, 754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included multiparous, excessive menstruation, pelvic adhesions, genital disorder female, tobacco use disorder, rubber sensitivity, lack of drug effect, endometritis, chronic cervicitis, endometrial metaplasia, chronic pain and peritoneal dialysis. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding lot number (764913) is invalid lot number: 754913, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure (batch no. 764913-inv,754913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included multiparous, excessive menstruation, pelvic adhesions, genital disorder female, tobacco use disorder, rubber sensitivity, lack of drug effect, endometritis, chronic cervicitis, endometrial metaplasia, chronic pain and peritoneal dialysis. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 9 days after insertion of essure. The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome, rcc and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.